Event description:
A malfunction error was reported with the customer's pump. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.